Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from 45 mg/dl to 400 mg/dl within an hour. Cause unknown. No additional information provided regarding the issue and customer did not respond to follow up attempts.